Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The father stated that the customer was craving water and throwing up. The customer's ketones were up to 60. The customer was treated with 5units of syringe. The customer's father stated that there was a motor error during the hp test. The father stated that this is the second motor error that occurred during the test. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.